Event description:
It was reported that a peritoneal dialysis patient experienced bacterial peritonitis due to a damaged cassette line. The damage was caused by a puppy that chewed on the line. The patient was hospitalized for the event with symptoms of abdominal pain. While hospitalized, the patient was treated with vancomycin (does, route, and frequency not reported) for the peritonitis. The patient was discharged from the hospital after two days. Two days after being discharged, the patient was treated with a one-time dose of intraperitoneal vancomycin (1 gram) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis and batch review cannot be completed. It was reported that a puppy chewed through the tubing which caused the tubing damage, therefore the cause was determined to be use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Patients are advised not to have animals in the room when performing therapy as contamination can occur. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.